Event description:
A caller reported a cartridge alarm. There was no adverse impact to the customer's blood glucose level. The customer was unsure if the issue occurred during the load process, and whether they waited until prompted to remove the used cartridge. Customer technical support educated the caller to wait until prompted during the load process to remove the used cartridge, and the caller acknowledged this advice. The caller is receiving a pump replacement on a different case issue under the current case, and no further action was required. Customer reverted to an alternative method of insulin therapy.